Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014 due to an infection. The patient was reimplanted with a new device on (B)(6) 2014. The device is not available for analysis. This report is filed (B)(4) 2014. Device is not unavailable for analysis

Event description:
Per the clinic, the magnet became dislodged subsequent to the patient undergoing a 1.5 tesla MRI. The patient's head was reportedly 'wrapped' for the procedure. Surgery to replace the internal magnet has occurred; however, the date of surgery was not reported. The implanted device remains.

Manufacturer narrative:
It was reported that the surgery to replace the magnet was completed on july 24, 2013. It was also reported that the patient experienced a skin flap infection and received antibiotic treatment (date & type not reported).this report is filed december 6, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4).